Event description:
Pt had a sudden onset of abdominal pain, joint pain in both elbows, fading vision and a drop in blood pressure ten minutes into a routine dialysis. Dialysis immediately discontinued and pt given medication (benadryly 150mg). Symptoms resolved immediately after terminating treatment. Pt has been dialyzed on the toray filtryzer after this incident, but no adverse reaction has occurred. Also, pt had been dialyzed on the toray filtryzer once before the incident, no adverse reaction had been observed.